Event description:
It was reported that the mother called this writer and stated that when the trach change was done on (B)(6) 2022, she noted blood on the end of the trach. When she cleaned and touched the end, she noted it was sharp, and the material "white line" appeared to be coming off.

Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is unknown. DHR review was done, no issues related to the original complaint were found.